Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The cause of the debris was unable to be determined. The investigation determined the likely cause was related to reprocessing. The investigation suggests that either the reprocessing methods used by the user facility was different than what is recommend in the instructions for use (IFU) or personnel was less trained in reprocessing and/or device handling per the IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred during reprocessing and not a procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and debris was found protruding from the air/water nozzle. A comprehensive leakage check was completed and the subject device was found to be leaking. The outlet pipe was blocked with white plastic material. The device failed the inspections for air channel flow, water flow, water removal and water channel volume. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope would not spray during an unknown procedure. The procedure was completed using a similar device. During the inspection of the returned device, foreign debris was found protruding from the outlet pipe. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.